Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the arctic sun device was reading marginal with flow rate of 1.7-1.8lpm. Nurse disconnected and reconnected pads using proper technique and now the flow rate settled at 2lpm. Confirmed patient went to computed tomography with pads in place. Nurse noted a lot of bubbles in the left thigh pad. Mss explained how that can be replaced with a universal pad if necessary. This patient had already completed rewarm and was holding at 37c. Mss suggested the nurse to keep an eye on it for now and if patient temperature remained at 37c. There were no alerts or alarms, they should be able to complete this therapy.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿use of punctured pads or pad lines¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog for this artic gel pad is unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was reading marginal with flow rate of 1.7-1.8lpm. Nurse disconnected and reconnected pads using proper technique and now the flow rate settled at 2lpm. Confirmed patient went to computed tomography with pads in place. Nurse noted a lot of bubbles in the left thigh pad. Mss explained how that can be replaced with a universal pad if necessary. This patient had already completed rewarm and was holding at 37c. Mss suggested the nurse to keep an eye on it for now and if patient temperature remained at 37c. There were no alerts or alarms, they should be able to complete this therapy.